Manufacturer narrative:
Date of report: 14jun2021. There was no patient involvement.

Event description:
The customer reports the navigation ring is not functional. There was no patient involvement.

Manufacturer narrative:
B4: 19sep2021. The navigation issue was discovered during maintenance. The complaint is not reportable. The field service engineer determined the front bezel needed to be replaced. The field service engineer replaced the front bezel and the issue was resolved.